Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was at minimum rate since last fall because the patient had a problem with the catheter. A revision was planned, but was on hold right now because the patient had other issues come up. The patient was doing okay. The pump was delivering hydromorphone and bupivacaine. It was later reported that the patient experienced a loss of therapy (B)(6) 2012. The pump had been at minimum rate since (B)(6) 2012 when a catheter dye study showed no flow between the pump and the intrathecal catheter; they were unable to aspirate anything from the catheter so no dye was injected. The catheter appeared intrathecal. The patient was referred for a revision, but wanted to wait until now because her husband had been battling cancer and she really didn't have the time for surgery. The patient had not had effective therapy since the pump was put to minimum rate.

Event description:
It was later reported that the computerized tomography (CT) scan was ¿non-conclusive.¿ the patient did see another physician in (B)(6)2013 and it was thought the patient was referred to yet another physician for the revision. Further, it was now reported that the results of the CT scan were unknown. A revision has not been scheduled. When inquired if the patient was receiving effective therapy it was reported that there was no therapy at this time.

Event description:
Additional information received reported the patient had repeatedly reported a loss and decreased therapeutic effect along with return of chronic pain. It was reported the dye study that the health care provider (hcp) was unable to aspirate anything during took place in (B)(6) 2011; he then abandoned the study and ordered a CT. The spinal CT was done in (B)(6) 2011 which revealed no catheter fracture and the catheter appeared intrathecal. It was then reported a CT scan also took place in (B)(6) 2013 which revealed normal results and no facture was noted. It was then reported the CT from (B)(6) 2011 was inconclusive and again that there was no observed fracture or displacement. It was again reported the patient had been referred to hcp¿s for a revision however it was continued to be put on hold due to family issues. In (B)(6) 2013, the patient had increased pain. The patient¿s family practice hcp ordered an MRI. It was reported there was no surgical intervention ¿at this time¿. The outcome to the patient was no injury.

Manufacturer narrative:
(B)(4).